Manufacturer narrative:
The investigation determined the issue identified by the fse (bent bead mixer) was the cause of the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 664363 and the expiration date is 31-may-2024. The qc recovery data provided was acceptable. The field service engineer (fse) found bubbles on the reagent surface and found that the bead mixer was bent. The fse exchanged the measuring cell, performed a blank cell check, and performed mechanical and performance checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 1.01 miu/ml with flag. The initial result did not match the patient's clinical picture so the patient had a new sample collected that gave a positive result at another laboratory. The original sample was repeated and the repeat result was 348.6 miu/ml with flag. The repeat result was deemed correct.